Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to implant an everflex entrust for the treatment of a 300 mm calcified lesion with total occlusion of proximal region of the right superficial femoral artery. The artery was 5 mm in diameter. The vessel was pre-dilated with an evercross pta balloon. The device did not pass through a previously deployed stent. No resistance met during advancement. The lock-pin was removed prior to deployment. It was reported the stent partially deployed at the target lesion and the thumb wheel would no longer turn, the physician manually opened the device and the back string was pulled to finish deployment. Once the deployment string was pulled stent was fully deployed in correct spot and procedure was complete. No deformation noted to the deployed stent. The delivery system was safely removed. No patient injury was reported.

Manufacturer narrative:
Product analysis the device was returned in a deployed state with the deployment wheel and part of the inner sheath and back leur coning out from a separation of the handle. The device was identified from the strain relief, three kinks were observed along the silver outer sheath, at approx. 41cm, 71cm, and 97cm from the distal end of the device, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.